Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted to the hospital for suspected hemolysis. Review of the patient's lab work revealed ldh increased and inr decreased. The patient's urine was amber colored. No alarms were reported for the event. Add'l info was rec'd, which indicated that the patient has had an increase in activity. Ldh decreased. Urine color is clear. Device parameters normal. No device alarms.

Manufacturer narrative:
The patient remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.